Event description:
The pump was in use for a post-operative hysterectomy patient. The patient had been given 4 mg IV push just prior to being connected to the pump. The pump history indicated that the pt. Had been given 21 doses. The patient was given 2 amps of narcan to reverse effects of the narcotic drug.